Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a safety mechanism failure with a bd needle eclipse¿ 18x1-1/2 rb. The following information was provided by the initial reporter: it was reported that needle was sitting slightly outside the hood. Prior to beginning a colonoscopy this morning, dr. Was about to instill moderate sedation in a patient's IV when she accidently stuck herself with the bd eclipse needle 18g x 1 ½ that was on the syringe she was using. I had closed/locked it prior to handing it to her. I heard the click. However, after she stuck herself she saw that the needle was sitting slightly outside the hood. This is the second time that she has been stuck with this same type of needle. Another physician had a needle stick several months ago. Unfortunately, I did not keep the needle to so I don't know the lot number. After this incident, I started taking the needles off after pulling up IV meds and putting red caps on prior to handing them to the doctors. Additional information rcvd 2020-01-23: are patient identifiers available? We do not have the patient identifiers since it was a while back. What is the product part for the previous incident? It was the cover of the syringe. What is the date of event(s) for the previous incident? (B)(6) 2019 was the last one, I don¿t have the dates for the other two. Was the course of treatment changed? If yes, provide the details. The course of treatment was not changed. Was there exposure to blood/bodily fluid? If yes, provide the details. No blood or bodily fluid exposed. Was there medical intervention? If yes, provide the details. No medical intervention. Staff were asked to use red caps after pulling medication from vial.